Manufacturer narrative:
(B)(4). Report source: foreign. The event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the drill bit instrument fractured during use. The fractured portions were retrieved from the patient after a 90 minute delay to surgery. No further information has been made available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection noted the product was returned in two pieces, with approximately 1" of the tip cut off from the rest of the drill. The visual analysis confirms the tip fractured and the number is unknown as the fragments weren't returned. - the product was sent to sem for further analysis and noted drill bit fractured due to overload. Figures 3 and 4 presented are sem micrographs showing the fracture overview and suspected crack exit near the outer diameter of the cannulated drill bit. Crack initiation site could not be identified due to a relatively featureless fracture. Intergranular mode of fracture identified with secondary cracks along the grain boundaries throughout the fracture surface, and thus making it featureless to identify the crack initiation site. Further review with research, it was determined that the intergranular cracking is not consistent throughout the lot. Hardness measurement taken on the instrument noted the product is conforming to specifications. Intraoperative fluoroscopic images were reviewed, and no fracture fragments could be identified. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Manufacturer narrative:
(B)(4).

Event description:
It was reported the drill bit instrument fractured during use. The fractured portions were retrieved from the patient after a 90 minute delay to surgery. The surgeon is unclear if all fragments were successfully removed. No further information has been made available at this time.